Event description:
During a hysterecteroscopy, while attempting to remove an intrauterine device, the jaws of the grasper broke. Half of the jaw was retrieved and half was not. Physician made aware of situation.